Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "thick capsule likely due to a hematoma", "oozing from lateral aspect of pectoralis major muscle close to the axilla". The device was explanted.

Manufacturer narrative:
Device evaluation: opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "thick capsule likely due to a hematoma", "oozing from lateral aspect of pectoralis major muscle close to the axilla". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., d.6b., h.4., h.6.